Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found screen is partly dark due to scratch of ccd lens. There is crease at the c-cover and ccd lens. Light guide (lg) lens found polluted. The customer reported issue was confirmed. Furthermore, it was observed foreign material was coming out from channel and noted the water cleaning function is out of standards due to deformation of nozzle. Additionally, the following findings during inspection were noted on the device: liquid leaks due to broken part of right/left (r/l) knob. Liquid leaks due to broken part of up/down (u/d) knob. The adhesive part of a-rubber (ar) is broken. The coating at the universal code found peeled off. The video cable protector cut off. There is crease at the connecting tube protector. There is crease at the switch #1 (sw1). Lg connector polluted. Lg cover glass polluted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the objective (ccd) lens found with scratches and discoloration of light guide (lg) lens. The issue found during preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign material is coming from the device channel . This report is being submitted for the foreign material found coming from the device channel (insufficient reprocessing, handling issue) observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2 and g2. Please see updates to e2, e3, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material coming out from the channel was unable to be identified. The customer reported reprocessing the device in accordance with the instructions for use. The event can be detected by following the instructions for use which state: ¿inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only).¿ the event can be prevented by following the instructions for use which state: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only).¿ olympus will continue to monitor field performance for this device.